Event description:
The manufacturer received a voluntary medwatch mw5102550 in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient statement " I have been using a philips dreamstation CPAP for 3 years". "I have since been diagnosed with asthma". "I have headaches, dizziness, cough, sore throat, red/irritated throat, asthma, chest pressure, trouble breathing, stuffy nose, hypersensitivity to smells and chemicals". There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.